Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a f/u report will be submitted.

Event description:
Received info that alleged pump stopped all insulin delivery.